Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin. Her blood glucose level was about 400 mg/dl. The customer only treated her blood glucose level with the insulin pump. The insulin pump alarmed battery out limit after she removed the battery for 7 hours. The high pressure test passed. The device was not returned.